Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for investigation. The investigation confirmed that the ptfe pad was worn away and separated. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. Based on the investigation of the subject device, omsc concluded that the white object was a part of the torn pad or a tissue. The ptfe pad was torn, worn away and separated, because the doctor activated output in seal & cut mode without grasping anything. The ptfe pad fell off, because a stress for some reason was applied to the ptfe pad torn. The smoke generated, because the ptfe pad was worn away, or a blood and body fluid evaporated. The instruction manual of the subject device warns; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. This report is being submitted as a medical device report in an abundance of caution.

Event description:
It was informed that the white object fell off from the subject device out of the patient. Nevertheless, the doctor continued using the subject device again. After 5 hours from the beginning of the procedure, when the doctor resected the glisson's capsule, smoke filled the abdominal cavity. The doctor removed the subject device from the patient. Then the doctor confirmed that the ptfe pad was worn away and separated. The doctor completed the procedure with another device. There was no patient injury regarding this report.